Manufacturer narrative:
(B)(4). (Exemption number e2015033). The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The patient experienced an acute loss of hearing with the device on (B)(6) 2017. The parent did not witness an incident but reported that the child was playing with a hover board and then came crying to the parent that he could no longer hear. There was no visible damage to the external equipment and no visible injury to the implant site. The patient was re-implanted on (B)(6) 2017.

Manufacturer narrative:
(Exemption number e2015033). Conclusion: damage to the active electrode, as might be caused by an external mechanical impact, was determined to be the root cause of device failure. The problems given in the patient report appear to match the damage found. This is a final report.

Event description:
The patient experienced an acute loss of hearing with the device on (B)(6)2017. The parent did not witness an incident but reported that the child was playing with a hover board and then came crying to the parent that he could no longer hear. There was no visible damage to the external equipment and no visible injury to the implant site. The patient was re-implanted on (B)(6)2017. It was stated in the device explantation report that the active electrode lead was severed during removal surgery.